Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a male patient being treated for head pain. The device was unable to switch modes. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.